Event description:
Boston scientific received information that this product was part of an infection. This right atrial (ra) lead was originally left implanted, but was later explanted. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.